Event description:
It was reported that prior to holmium laser enucleation of the prostate procedure the equipment display was frozen after being turned on and the system did not work. When turned the key on cannot hold the ac control the system. The procedure was cancelled, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that prior to holmium laser enucleation of the prostate procedure the equipment display was frozen after being turned on and the system did not work. When turned the key on cannot hold the ac control the system. The procedure was cancelled, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.